Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient travelled to radiology for CT scan. While in CT, the intra-aortic balloon pump (iabp) alarmed for low helium loss, running on battery, then system error 1. As a result, the iabp was restarted to correct issue. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of iabp system running on battery power is confirmed. Upon return, a damaged v-lock mechanism on the front side of the power entry module was noted during the complaint investigation. A teleflex field service engineer serviced the pump and could not duplicate the system error 1 or helium loss alarms. A definite root cause is undetermined; however, a potential cause is customer handling. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the patient travelled to radiology for CT scan. While in CT, the intra-aortic balloon pump (iabp) alarmed for low helium loss, running on battery, then system error 1. As a result, the iabp was restarted to correct issue. There was no report of patient complications, serious injury or death.